Event description:
Upon review of op note and implant sheets received on pi 467773 it was discovered that this patient had two previous revision. The primary devices are of unknown manufacturer and is therefore not being reported. The second revision was of stryker devices for unknown reasons.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 40 x3 liner. Additional information has been requested and if received, will be provided in the supplemental report. Other device also listed in this report:unknown #15 restoration revision stem, unknown #21 conical body, unknown 0 40mm head, unknown tritanium revision shell, unknown 20 screw, unknown 24 screw, unknown 26 screw, unknown 20 posterior/superior screw, unknown 26 posterior/superior screw. (B)(4).

Manufacturer narrative:
An event regarding subsidence involving a restoration modular was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Upon review of op note and implant sheets received on pi (B)(4), it was discovered that this patient had two previous revision. The primary devices are of unknown manufacturer and is therefore not being reported. The second revision was of stryker devices for unknown reasons.